Event description:
Customer reports via phone that when trying to move the ram forward using the powerhead console arrows, the ram actually retracted. No pt injury to report as there was no pt involved.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.